Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the non-pacer dependent patient presented for routine generator change for normal eri. Patient was in chronic atrial fibrillation. Upon interrogation it was noted that the right ventricular was in unipolar mode. The lead was programmed to bipolar pacing configuration. The lead exhibited high capture threshold and high impedance. The lead was capped and replaced. The patient was stable before, during and after the procedure.